Manufacturer narrative:
Product was returned to manufacturing facility for evaluation. As returned the needle was captured in the first latch of the safety mechanism but was not captured in the second latch. Capturing in the second was not possible as the needle was bent. Visual examination revealed that the needle was bent away from the safety cover. The bending originated just beyond the hub. This damage is consistent with the needle having been bent out of alignment with the safety cover prior to engaging the safety enclosure or if the safety enclosure is activated with the device twisted at an angle. The bent needle was straightened and the safety device was activated per the instructions in the IFU. The needle was captured in the latches. The condition of the returned product is consistent with the needle having been captured using a method other than what is directed in the product instructions. The reported issue could not be confirmed to have been caused by a device-related problem.

Event description:
.